Event description:
It was reported to philips that the device failed its operational check. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device failed its operational check. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was determined that the capacitor assembly and processor board pca required replacement. The parts were requested to be ordered for replacement to resolve the noted issue. Upon conclusion of the evaluation, it was determined that the capacitor assembly and processor board pca required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The defective parts were confirmed replaced to resolve the noted issue, and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is warranted at this time.